Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she a sensor that wasn't working. When she removed the sensor she noticed the electrode was missing. Customer's blood glucose was unknown. The sensor is not returning for further analysis.